Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported for about a year stimulation would increase when the patient turned stimulation on, and it was so strong and would like shock them. According to the consumer normally stimulation would start low and ramp up to where it was supposed to be, but suddenly it would start at a high level. Currently the end of service (eos) message was being seen, but there was no allegation of dissatisfaction with the batteries longevity. Relevant medical history includes other non-malignant pain.

Event description:
Additional information received from the consumer reported they received a list of physicians but were waiting until (B)(6) when their health insurance kicked in to see someone. The cause of why stimulation was too strong and why there was shocking remained unknown. It was noted the patient was a little hesitant to have surgery at this time and wanted to ¿psych themselves up,¿ and may wait until they¿re back in (B)(6) for further actions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.